Event description:
It was reported that during follow up, a decrease in sensing was observed. The patient was hospitalized and monitored. The lead was then capped and replaced during device change out for normal eol. The patient condition was good.